Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 grey silicone piece on jaws became separated from the jaws after putting through the harvesting cannula. This defect was notified before use in the patient. Nothing ended up in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots25149915, 25150069 and 25150480 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 grey silicone piece on jaws became separated from the jaws after putting through the harvesting cannula. This defect was notified before use in the patient. Nothing ended up in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.